Event description:
It was reported that during a nephrectomy procedure, the device clips scissored. The clips were delivered malformed and crossed. This problem occurred on both instruments used by the surgeon. The renal artery was cut and hemorrhage was stopped with another device. No transfusion was required. To date the pt, is fine.

Manufacturer narrative:
Information anticipated, but unavailable at this time.